Event description:
Rptr stated that caller from facility reported that lipid on station 1 of the unit was entering the final container even though the station was not programmed to pump and the rotor was not observed to have turned. The rptr asked if a new transfer set had been installed and the caller replied that this was the second bag compounded since a transfer set change. The rptr asked if rotors are turned as part of the set installation procedure and the caller replied they were not. The rptr reviewed the reason for turning rotors is to properly seat the tubing. Both bags were discarded, so there was no pt involvement. Since the issue was resolved by telephone, the unit was not sent to the MFR.